Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the stapler 45 instrument associated with this complaint and completed investigations. The reported issue with the instrument could not be replicated nor confirmed. Visual inspection displayed no signs of physical damage. The stapler was test in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully using blue 45 endowrist reload. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. The instrument passed the recognition and engagement tests on 3 of 3 attempts. The instrument moved intuitively with full range of motion in all directions. The grip opened and closed properly. The instrument attached to and removed from the arm without any issues on multiple attempts. The instrument was returned unused. No logs are unavailable due to the instrument was returned unused. The instrument was fully functional. There was no problem detected.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that the stapler 45 instrument was broken and did not work. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.